Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of 8 small volume intermates ruptured. The bladders ruptured during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to d4: unique identifier (UDI) #: (B)(4). (Previously ni). Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from february 06, 2020 - february 07, 2020. H10: six (6) actual samples were received for evaluation. Visual inspection was performed using the naked eye which revealed that the bladders were ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined; however, the most likely cause of the condition is manufacturing issue. The remaining two (2) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.